Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) IFU, rev. A and the heartmate ii patient handbook rev. A, are currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of heartmate ii lvas, including death, right heart failure, cardiac arrhythmia, and multiple types of organ failure and dysfunction. Section 6 of the IFU ¿patient care and management¿ (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also lists arrhythmia as a potential postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2026. They went home on hospice and the patient stopped breathing. The ventricular asist device (vad) coordinator walked them through turning off vad. The patient had refractory ventricular tachycardia (vt), unable to be fixed with ablations and medication. Their right ventricle (rv) failed and lead to multistage organ failure (msof). This was said to be not vad related and the vad functioning as expected. The vad was not intended to be returned for analysis. It was said that rv failure with arrhythmia did not exist pre-implant.